Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
We are aware that this is past the 30 day deadline for reporting. The service unit forwarded the information to the manufacturer regarding the patient outcome with a delay. We have reminded them to review FDA reporting guidelines in order to prevent this from happening again. The issue is being investigated by manufacturing site.

Event description:
On (B)(4) 2018 maquet sas became aware of an incident with one of surgical lights- power led. As it was stated, the rust on spring arms occurred. There is no injury reported however we decided to report the issue in abundance of caution as any rust particle falling might be a source of contamination. (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Maquet sas became aware of an issue with surgical light powerled device. As it was stated, the rust occurred on the spring arms of the device and resulted in loss of paint integrity. There was no injury reported however we decided to report the issue in abundance of caution as any particle falling into the sterile field might be a source of contamination. The light was inspected by getinge technician. As a remediate action the affected parts were replaced and the device was found as operational and functional. It was established that when the event occurred, the light-head did not meet its specification and it contributed to the event. At the time when the event occurred the device was not being used for the patient treatment. During the investigation it was found that there is no apparent trend and that the reported scenario has never lead to serious injury or worse. The manufacturer has performed an investigation for that case. Unfortunately, despite many attempts made we did not receive the information about cleaning products used to clean the device involved. According to the part evaluation, our product knowledge and based on the previous complaints, we assume that the main factors which lead to the deterioration of surfaces are concentration of chemical products and presents of agent residual on the disinfected surfaces. To prevent any other similar case, maquet sas recommends in the powerled user manual 01581en ed.07 how to clean the device. What is more, it is recommended by maquet to daily check the device for chipped paint, impact marks and any other damage (page 38). We believe that if the manufacturer recommendation in the IFU would have been followed the incident would have been avoided. Given the circumstances and the fact that there is no apparent trend in complaints we shall continue to monitor for any further events of this nature and do not propose any further action at this time. If we will receive more information about the issue we will update the investigation.

Event description:
Manufacturer's reference number 2018-60673.

Event description:
Manufacturer's reference number: (B)(6).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074; exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).